Event description:
It was reported that a glidewell ht implant placed at tooth #30 failed to osseointegrate. The issue was reported by (B)(6) center. The implant was placed on (B)(6) 2025 and removed on (B)(6) 2025. No symptoms were reported. No permanent injury was reported, and the patient did not require any additional medical or surgical procedures. It was reported that the doctor plans to regraft and obtain a new CT and ios to remake a new surgical guide.

Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4). .